Event description:
Information reported as follows: end-user reports red skin at the left lower quadrant around the stoma. End-user indicates that there is one (1) open blister at the 12 o'clock position which he noticed approximately six (6) days ago.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user cleans his skin with warm water and soap; dries; applies skin protective barrier and stomahesive powder. He adds an eakin cohesive seal to the convex wafer for more convexity and then applies the wafer. End-user was educated on crusting techniques by using stomahesive powder first and then the no-sting skin protective barriers. In addition, end-user was provided instructions in how to place the eakin cohesive seal on to the wafer to create a cone shape and not to crowed the stoma. Lastly, end-user was recommended to wear an ostomy belt, and to notify convatec with any questions or concerns. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up reported will be submitted.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 20, 2016, (B)(4).

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3j01393 was made according to specification. After a detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended.product monitoring reviews will monitor for product trends if this issue were to reoccur.previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).